Event description:
Patient brought to the operating room; was prepped and draped in the usual sterile fashion. The first device failed. This is the 2nd device used. Problem: jaws did not release tissue. Replacement of device done and procedure was completed without any further incident. Manufacturer response for staple, implantable, echelon flex (per site reporter) device with surgery inventory coordinator/materials management.

Event description:
Patient brought to the operating room; was prepped and draped in the usual sterile fashion. The first device failed. This is the 2nd device used. Problem: jaws did not release tissue. Replacement of device done and procedure was completed without any further incident. Manufacturer response for staple, implantable, echelon flex (per site reporter). Device with surgery inventory coordinator/ materials management.